Manufacturer narrative:
The sample was collected in a green top plasma tube with a gel separator, which was centrifuged for 10 minutes at 2500 rpm. Qc results were within the customer's established ranges. A system check was performed on (B)(6) 2010 and the results were within the specifications. A service was dispatched on (B)(4) 2010. A bci field service engineer (fse) performed a high sensitivity system check, and the results were within the specifications. The fse did not note any hardware issues which would have contributed to this event. A clear root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result above the normal reference range generated by access 2 immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing produced lower results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.